Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800529 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the after several clips ligated, the user confirmed under a laparoscope that the sixth clip was not loaded into the jaws properly. Therefore, another ae05ml was used. No clips fell in the patient. Then, the user pulled the ae05ml from the patient and tried to load total 4 clips into the jaws, but every 4th clip was not loaded into the jaws properly. There was no patient injury.

Event description:
It was reported that the after several clips ligated, the user confirmed under a laparoscope that the sixth clip was not loaded into the jaws properly. Therefore, another ae05ml was used. No clips fell in the patient. Then, the user pulled the ae05ml from the patient and tried to load total 4 clips into the jaws, but every 4th clip was not loaded into the jaws properly. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file pic_anp1900060896 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws. Upon further examination, it was noticed that there is a buildup of biological material in the bottom jaw which prevented the clip from loading properly. The buildup was manually removed and another attempt was made to fire the device. This time, a clip was unable to properly load into the jaws as the top jaw did not catch the clip upon loading. The jaws were cleaned again to remove some more biological material. The next clip was able to properly load and was successfully applied to over-stressed tubing. This was repeated with the same result. The sample was received with 4 clips remaining in the other remarks: channel indicating that 11 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the jaws. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, operational context caused or contributed to this event. The reported complaint of "loading issue" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck jaws which prevented the clips from properly loading. Once the buildup was removed from the jaws, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the jaws, operational context caused or contributed to this event.